Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2020 with unknown blood glucose. Blood glucose level was between 400 to 600 mg/dl. The customer was treated with injections in the hospital. Customer experienced symptom of high blood glucose level such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was using the insulin pump within 48 hours of high blood glucose event. Based on customer report customer did not allege pump was under delivering. It was reported that the insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.